Event description:
As reported, after using the 6/7f mynxgrip vascular closure device (vcd), the puncture site was bleeding. There was no reported patient injury. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Complaint conclusion: as reported, after using the 6/7f mynxgrip vascular closure device (vcd), the puncture site was bleeding. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2106001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Failing to achieve hemostasis may be due to patient factors, including multiple stick punctures, high activated clotting time (act), and concomitant use of anticoagulants, gpiib/iiia therapy, and anti-thrombotic therapy. According to the instructions for use which is not intended as a mitigation of risk, the effectiveness of the mynx devices have not been established in patients with bleeding disorders such as thrombocytopenia, hemophilia, von willebrand¿s disease or anemia; in patients with uncontrolled hypertension; and patients with documented inr >1.5 or patients currently receiving glycoprotein iib/iiia platelet inhibitors. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.